Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2016, surgery for scoliosis was performed using the expedium system. The fixed area was t10 ¿ l3. Recently, surgeon confirmed through an x-ray that expedium set screws (part#: unk) fixed at the caudal end were loosened, thus its corrective force was lost. Currently, re-operation is not scheduled.